Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device was dull and did not mesh. The skin graft was mangled when passed through the meshgraft system. There was an additional wound on the right thigh due to an additional graft that was taken because the device would not mesh skin properly. There was a delay of 25 minutes in or time while the patient was under anesthesia. The surgical technique was utilized. The event occurred during surgery. No additional patient consequences were reported.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected. On (B)(6) 2018, it was reported that the device was dull and did not mesh. The skin graft was mangled when passed through the meshgraft system. The customer returned a meshgraft ii device, serial number (B)(4) for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated meshgraft ii serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was (B)(6) 2015 where it was reported that the teeth were chipped and the cutter was replaced. This is not a related issue. Product review of the meshgraft ii on (B)(6) 2018 revealed that the roller and cutter were worn. The device was also out of calibration specifications. Repair of the meshgraft ii was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the roller and cutter. Meshgraft ii, serial number (B)(4) was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the cutter and roller were worn. The device was also out of calibration specifications. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the cutter and roller were worn. The device was also out of calibration specifications. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.